Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, infection ("infections") and menstrual disorder ("menstrual issues"). The patient was treated with surgery (she underwent a total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed. At the time of the report, the device dislocation, infection and menstrual disorder outcome was unknown. The reporter considered device dislocation, infection and menstrual disorder to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device"), menorrhagia ("menorrhagia") and device expulsion ("linear coil-like structure seen within the left aspect of the uterus") in a 33-year-old female patient who had essure (batch no. 975389) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not performed essure confirmation test". The patient's medical history included cardiomyopathy, hypertension, ovarian cyst, parity 3, chlamydial infection, caesarean section in 2012 and wrist pain. Previously administered products included for an unreported indication: oxytocin, nifidepine, progesterone and prenatl. Concurrent conditions included dysfunctional uterine bleeding and hypertension. Concomitant products included acetylsalicylic acid; oxycodone hydrochloride;oxycodone terephthalate (percocet-5) since 2010 to (B)(6) 2016, amitriptyline from (B)(6) 2017 to (B)(6) 2017, carvedilol (coreg) from (B)(6) 2012 to (B)(6) 2013, dihydromorphine from (B)(6) 2012 to (B)(6) 2016, docusate, fentanyl from (B)(6) 2011 to (B)(6) 2016, ibuprofen from (B)(6) 2011 to (B)(6) 2016, nsaids from (B)(6) 2013 to (B)(6) 2016, paracetamol (acetaminophen) from (B)(6) 2013 to (B)(6) 2016 and topiramate from (B)(6) 2016 to (B)(6) 2017. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression,"). On (B)(6) 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"), 3 years 6 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, device expulsion (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual issues"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal") and anxiety ("psychological or psychiatric problems condition: mental anguish"). The patient was treated with surgery ((total hysterectomy (uterus and cervix removed), bilateral salpingectomy) and ablation). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, menorrhagia, device expulsion, menstrual disorder, vaginal haemorrhage, vaginal infection, depression, anxiety and dysmenorrhoea outcome was unknown. The reporter considered anxiety, depression, device dislocation, device expulsion, dysmenorrhoea, menorrhagia, menstrual disorder, vaginal haemorrhage and vaginal infection to be related to essure. No further causality assessment were provided for the product. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2016: uterus, cervix, bilateral fallopian tubes, total laparoscopic hysterectomy and bilateral salpingectomy: inactive endometrium. Cervix with a nabothian cyst and focal chronic cervicitis. Benign right para tubal serous cyst. Fallopian tubes with no specific pathologic change.. Ultrasound scan - on (B)(6) 2013: linear coil-like structure seen within the left aspect of the uterus. Recommend clinical correlation. Most recent follow-up information incorporated above includes: on 4-dec-2018: plaintiff fact sheet received. Events device expulsion, vaginal bleeding, menorrhagia, infection replaced with vaginal infection, depression, mental anguish and device monitoring procedure not performed and dysmenorrhea were added. Historical & drugs conditions were added. Product , patient & reporter information updated. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device"), menorrhagia ("abnormal bleeding (menorrhagia)") and device expulsion ("linear coil-like structure seen within the left aspect of the uterus") in a 33-year-old female patient who had essure (batch no. 975389) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not performed essure confirmation test". The patient's medical history included cardiomyopathy, hypertension, ovarian cyst, parity 3, chlamydial infection, caesarean section in 2012, wrist pain, penicillin allergy, chest tightness, low back pain, suprapubic pain, numbness in leg, dyspnoea, d & c in 2008, wisdom teeth removal in 2000, d & c in 2006, premature delivery, multi gravida, parity 4 (4 preterm deliveries, 1 term delivery.), miscarriage (1 first trimester miscarriage.), palpitations, sinus tachycardia, hypertension, dizziness, near syncope, weakness and sinus arrhythmia. Hysterosalpingography was performed on (B)(6) 2013. Previously administered products included for an unreported indication: oxytocin, nifidepine, progesteron and prenatl. Concurrent conditions included dysfunctional uterine bleeding and hypertension. Concomitant products included acetylsalicylic acid;oxycodone hydrochloride;oxycodone terephthalate (percocet-5) since 2010 to (B)(6) 2016, carvedilol (coreg) from (B)(6) 2012 to (B)(6) 2013, contraceptives from may 2017 to (B)(6) 2017, docusate, fentanyl from (B)(6) 2011 to (B)(6) 2016, hydromorphone from october 2012 to august 2016, ibuprofen from (B)(6) 2011 to (B)(6) 2016, medroxyprogesterone acetate (depo-provera), nsaids from (B)(6) 2013 to (B)(6) 2016, paracetamol (acetaminophen) from (B)(6) 2013 to (B)(6) 2016 and topiramate from (B)(6) 2016 to (B)(6) 2017. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression,"). On (B)(6) 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal )") and dysmenorrhoea ("dysmenorrhea (cramping)"), 3 years 6 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, device expulsion (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual issues"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal") and anxiety ("psychological or psychiatric problems condition: mental anguish"). The patient was treated with surgery ((total hysterectomy (uterus and cervix removed), bilateral salpingectomy) and ablation). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, device expulsion, menstrual disorder, vaginal infection, depression, anxiety and dysmenorrhoea outcome was unknown and the menorrhagia and vaginal haemorrhage had resolved. The reporter considered anxiety, depression, device dislocation, device expulsion, dysmenorrhoea, menorrhagia, menstrual disorder, vaginal haemorrhage and vaginal infection to be related to essure. No further causality assessment were provided for the product. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2016: uterus, cervix, bilateral fallopian tubes, total laparoscopic hysterectomy and bilateral salpingectomy: inactive endometrium. Cervix with a nabothian cyst and focal chronic cervicitis. Benign right para tubal serous cyst. Fallopian tubes with no specific pathologic change.. Ultrasound scan - on (B)(6) 2013: linear coil-like structure seen within the left aspect of the uterus. Recommend clinical correlation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-feb-2019: pfs received: event outcome of abnormal bleeding (vaginal, menorrhagia) was updated to recovered. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device"), menorrhagia ("menorrhagia") and device expulsion ("linear coil-like structure seen within the left aspect of the uterus") in a 33-year-old female patient who had essure (batch no. 975389) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not performed essure confirmation test". The patient's medical history included cardiomyopathy, hypertension, ovarian cyst, parity 3, chlamydial infection, caesarean section in 2012 and wrist pain. Previously administered products included for an unreported indication: oxytocin, nifidepine, progesteron and prenatl. Concurrent conditions included dysfunctional uterine bleeding and hypertension. Concomitant products included acetylsalicylic acid;oxycodone hydrochloride;oxycodone terephthalate (percocet-5) since 2010 to (B)(6) 2016, carvedilol (coreg) from (B)(6) 2012 to (B)(6) 2013, contraceptives from (B)(6) 2017 to (B)(6) 2017, docusate, fentanyl from (B)(6) 2011 to (B)(6) 2016, hydromorphone from (B)(6) 2012 to (B)(6) 2016, ibuprofen from (B)(6) 2011 to (B)(6) 2016, nsaids from (B)(6) 2013 to (B)(6) 2016, paracetamol (acetaminophen) from (B)(6) 2013 to (B)(6) 2016 and topiramate from (B)(6) 2016 to (B)(6) 2017. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression,"). On (B)(6) 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"), 3 years 6 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, device expulsion (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual issues"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal") and anxiety ("psychological or psychiatric problems condition: mental anguish"). The patient was treated with surgery ((total hysterectomy (uterus and cervix removed), bilateral salpingectomy) and ablation). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, menorrhagia, device expulsion, menstrual disorder, vaginal haemorrhage, vaginal infection, depression, anxiety and dysmenorrhoea outcome was unknown. The reporter considered anxiety, depression, device dislocation, device expulsion, dysmenorrhoea, menorrhagia, menstrual disorder, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2016: uterus, cervix, bilateral fallopian tubes, total laparoscopic hysterectomy and bilateral salpingectomy: inactive endometrium. Cervix with a nabothian cyst and focal chronic cervicitis. Benign right para tubal serous cyst. Fallopian tubes with no specific pathologic change.. Ultrasound scan - on (B)(6) 2013: linear coil-like structure seen within the left aspect of the uterus. Recommend clinical correlation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-jan-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the device'), menorrhagia ('abnormal bleeding (menorrhagia)') and device expulsion ('linear coil-like structure seen within the left aspect of the uterus') in a 33-year-old female patient who had essure (batch no. 975389) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not performed essure confirmation test". The patient's medical history included caesarean section in 2012, d & c in 2008, d & c in 2006, wisdom teeth removal in 2000, cardiomyopathy, hypertension, ovarian cyst, parity 3, chlamydial infection, wrist pain, penicillin allergy, chest tightness, low back pain, suprapubic pain, numbness in leg, dyspnoea, premature delivery, multi gravida, parity 4 (4 preterm deliveries, 1 term delivery.), miscarriage (1 first trimester miscarriage.), palpitations, sinus tachycardia, hypertension, dizziness, near syncope, weakness and sinus arrhythmia. Hysterosalpingography was performed on (B)(6) 2013. Previously administered products included for an unreported indication: oxytocin, nifidepine, progesteron and prenatl. Concurrent conditions included dysfunctional uterine bleeding and hypertension. Concomitant products included acetylsalicylic acid;oxycodone hydrochloride;oxycodone terephthalate (percocet-5) since 2010 to (B)(6) 2016, carvedilol (coreg) from (B)(6) 2012 to (B)(6) 2013, contraceptives from (B)(6) 2017 to (B)(6) 2017, docusate, fentanyl from (B)(6) 2011 to (B)(6) 2016, hydromorphone from (B)(6) 2012 to (B)(6) 2016, ibuprofen from (B)(6) 2011 to (B)(6) 2016, medroxyprogesterone acetate (depo-provera), nsaids from (B)(6) 2013 to (B)(6) 2016, paracetamol (acetaminophen) from (B)(6) 2013 to (B)(6) 2016 and topiramate from (B)(6) 2016 to (B)(6) 2017. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression,"). On (B)(6) 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal )") and dysmenorrhoea ("dysmenorrhea (cramping)"), 3 years 6 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, device expulsion (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual issues"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal") and anxiety ("psychological or psychiatric problems condition: mental anguish"). The patient was treated with surgery ((total hysterectomy (uterus and cervix removed), bilateral salpingectomy) and ablation). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, device expulsion, menstrual disorder, depression, anxiety and dysmenorrhoea outcome was unknown and the menorrhagia, vaginal haemorrhage and vaginal infection had resolved. The reporter considered anxiety, depression, device dislocation, device expulsion, dysmenorrhoea, menorrhagia, menstrual disorder, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient received treatment for events ¿ abnormal bleeding, diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2016: uterus, cervix, bilateral fallopian tubes, total laparoscopic hysterectomy and bilateral. Salpingectomy: inactive endometrium. Cervix with a nabothian cyst and focal chronic cervicitis. Benign right para tubal serous cyst. Fallopian tubes with no specific pathologic change.. Ultrasound scan - on (B)(6) 2013: linear coil-like structure seen within the left aspect of the uterus. Recommend clinical correlation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received: outcome of vaginal infection updated to recovered / resolved. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.